Event description:
It was reported by an attorney that a patient underwent a sling procedure on (B)(6) 2005. In (B)(6) 2005, the patient had improved but was not completely dry. The patient experienced increased right iliac fossa pain when voiding from a full bladder. In (B)(6) 2006, the patient experienced stress incontinence. In (B)(6) 2008, the patient had mild atrophic changes in the vagina and stress incontinence and leakage occurring. In (B)(6) 2011, left groin pain and left iliac fossa pain were noted. The patient was prescribed tramadol for pain relief. The patient had tenderness in the left iliac fossa. At colonoscopy, a small polyp was noted in the ascending colon. In (B)(6) 2013, gabapentin was required for pain. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - mild atrophic changes in the vagina; pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.